Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on charged coupled device. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on zoom (charged coupled device), zoom does not work smoothly and the most probable cause of the complaint (damage on charged coupled device) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had blurry image. The issue was found during inspection for use. There were no reports of patient involvement.